Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number:1627487-2023-04086. It was reported that the patient's cervical system was auto reducing. Additionally, it was also reported that the patient's cervical ipg had reached end-of-life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on 1sep2023 wherein the cervical lead and cervical ipg were explanted and replaced to address the issue.